Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR. Report# 3006705815-2019-01428; reference MFR. Report# 3006705815-2019-01429. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the scs system was explanted.

Event description:
Device 3 of 3. Reference MFR. Report# 3006705815-2019-01428. Reference MFR. Report# 3006705815-2019-01429.